Event description:
It was reported that during a coronary stenting treatment procedure, a stent damage was noted. During the insertion of the 3.0 x 8mm liberte bare stent delivery system into the guide catheter, resistance was noted due to a protruding stent strut. No patient complications were reported and the patient's current condition is stable.

Event description:
It was reported that during a coronary stenting treatment procedure a stent damage was noted. During the insertion of the 3.0 x 8mm liberte bare stent delivery system into the guide catheter resistance was noted due to a protruding stent strut. No patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte-veriflex stent delivery system (sds) and stent with no other devices. There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The last distal row of stent struts had one strut stretched and bent. There was distal tip damage. The magnified inspection presented no damage or irregularities that could have caused or contributed to the reported insertion difficulties or the confirmed stent and tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).